Event description:
The pt's family member called to report that the pt used the suspect device to check blood glucose and the result was 255mg/dl. Pt was showing signs of hypoglycemia and emt's were called. About fortyfive minutes later the emt's arrived and checked patient blood glucose on their meter and the result was 38mg/dl. Pt was transported to the hosp and admitted overnight. The hosp gave pt liquid glucose. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the MFR for eval.